Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the received device was forwarded to depuy commercialized product development for evaluation. The investigation confirms the reported event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the received device was forwarded to depuy commercialized product development for evaluation. The investigation confirms the reported event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at the cement to implant interface. Unknown cement was used. Doi: unknown; dor: (B)(6) 2018; right knee.